Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A center director reported that a patient who underwent bilateral lasik was diagnosed with epithelial ingrowth in the left eye, at the one week postoperative visit. The flap was lifted and irrigation was performed, flap was replaced. The reporter noted that the patient complained of dry eye. Additional information was requested.